Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reby2347 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby2347) have been reported from the same facility.

Event description:
It was reported by a bd clinical specialist that during the placement of two accucaths, blood came ¿rushing¿ out of the blood control valves. The complainant said that the blood control valve should have kept the blood from coming out. It was stated that the placements were successful and the devices remain placed in the patients. This report addresses the second device.